Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the act button of insulin pump was stick little and insulin pump not reading the brand new batteries recently. The customer¿s blood glucose was unknown. Customer stated that insulin pump had battery out limit alarm. Customer stated they were able to clear the alarm. Customer had received multiple battery out limit alarms when batteries are out of the insulin pump for less than one minute. The device will be returned for analysis.

Manufacturer narrative:
Device received with act keypad button function properly. Device passed displacement test, self test, off no power test and all operating currents tested within the specific range. No unexpected low battery alarm were noted. However corroded battery cap contact noted.